Event description:
The manufacturer representative reported when the pump was replaced the catheter did not have free flowing csf and the hcp was unable to aspirate the catheter. There was a white substance in the pocket. The pt did not go through any withdrawal symptoms. The drug used in the pump is morphine, bupivicaine and clonidine. The pt is to be scheduled for catheter revision. Additional info has been requested from the hcp but was not available on the date of this report.